Event description:
The screw on the gk flange is broken. Nothing was done for it. Update on 09-sep-2021 based on clinician review: "[...] Unlabeled/undated x-rays: [...] - lateral distal femur-loose ?modular distal femoral replacement with incongruent locking screw (broken).[...]"

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a hmrs screw was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of the provided medical information by a clinical consultant. Indicated: unlabeled/undated x-rays: -lateral mid femur x3-loosening around ?modular distal femoral replacement with locking screw. - lateral distal femur-loose ?modular distal femoral replacement with incongruent locking screw (broken). Confirmation: the event of a broken locking screw in a distal femoral replacement was confirmed. Root cause: the implant appeared to be loose. The loading across the screw led to the metal fatigue and fracture. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review confirmed that the event of a broken locking screw in a distal femoral replacement. It also indicates to the lateral modular distal femoral component appeared to be loose. The loading across the screw led to the metal fatigue and fracture. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The screw on the gk flange is broken. Nothing was done for it.